Event description:
It was reported the procedure was to treat a moderately calcified and mildly tortuous lesion in the peroneal artery. The 3.0x80mm otw armada 18 balloon dilatation catheter (bdc) was not prepared for use outside the patient anatomy. The bdc was advanced to the lesion and inflated to nominal pressure three times however the balloon was not holding pressure and kept deflating. The bdc was removed without issue. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The electronic lot history record (elhr) and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that the device was not prepared (air aspiration) outside the anatomy. It should be noted that the percutaneous transluminal angioplasty (pta) catheter, armada 18, instruction for use (IFU) indicates to perform the steps to remove all air and verify the integrity of the pta catheter. Leave the catheter under negative pressure until the balloon is at the target lesion site. Then the device can be introduced the device into the vascular system. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. The investigation determined that the reported balloon rupture appears to be related to operational context. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.